Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving battery charger faults. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation, the battery charger/modem was able to charge a battery intermittently. The cause for the intermittent charger was isolated to a contaminated battery board and corrupted u13 microcontroller. The root cause for the contamination was ingress of an unk liquid. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.